Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that valved trocars leaked during a vitreoretinal procedure. The procedure could be successfully completed using the same trocars. There was no patient harm. A product sample has been requested for evaluation.

Manufacturer narrative:
Three opened trocar assemblies were received in a plastic jar for evaluation. The returned samples were visually inspected and all three samples were found to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. (This complaint does not identify a reported lot; therefore, it cannot be determined if the complaint can be attributed to the post assembly inspection.) The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).